Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing were performed which failed. The customer's reported problem was confirmed. According to the investigation, fluid ingression induced by the customer caused the reported problem. Investigator's replace the downstream occlusion sensor. Perform a full pm and all functional testing passed. The problem source of the reported problem was user interface.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited cassette not attached properly alarm. No reported adverse effects.